Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging mild temperature, upper respiratory congestion, cough, bronchitis and taking antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that are related to CPAP device's sound abatement foam. The patient alleged mild temperature, upper respiratory congestion, cough, bronchitis and taking antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown gray contamination on and around the iso port. Slight fibrous contamination was also present at this location. Observed an unknown reddish contamination in the seam area of the bottom enclosure and the front panel. Observed a blue plastic piece of debris in the blower box, consistent with a broken filter retention clip. Observed an unknown white contamination on the air inlet of the blower box at the filter area. Dust-like and fibrous contamination was present on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.